Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. Tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed the max life test method. The device failed to provided a complete cut of the reference tissue due to the deformed heater wire. Based on the returned condition of the device the reported complaints were confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device came apart and was not cauterizing correctly. The hospital reported the device reached the patient, but with no patient effects.

Manufacturer narrative:
On (B)(6) 2015 01:44 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device came apart and was not cauterizing correctly. The hospital reported the device reached the patient, but with no patient effects.